Event description:
Customer reported, that there were allegedly no alarms for a hypoxic and brady event at solar 8000m bedside. There was no patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.